Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured between december 17, 2020 - december 18, 2020. H10: one (1) actual device was received for evaluation. Visual inspection was performed and fluid was observed inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked within the plastic bottle after filling the device. All connections seemed to be securely tighten. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.